Event description:
It was reported that the ventilator goes off and on by itself. It is unk if the ventilator audibly alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
The following medwatch malfunction report is being filed outside of the thirty-day time frame.